Event description:
A customer contacted beckman coulter inc. (Bec) and reported that their access 2 instrument generated erratic total beta human chorionic gonadotropin (tbhcg) test results for one patient on multiple samples. Due to the imprecision of the results, the customer could not determine which, if any of the results were accurate so the patient results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc was performing within the customer's established ranges at the time of the event. Per customer supplied data, system checks performed by the customer on the week of the event and prior to the event occurrence were passing within instrument specifications. Service information for this event has not been supplied to date. The customer sent in patient samples for investigative testing to customer product line support (cpls). This investigation tested some provided patient samples and bhcg reagent packs that the customer had performed testing with. The cpls investigative testing was unable to determine a root cause for this event based on the analysis of the patient samples or the reagent packs provided. It was indicated pre-analytical sample factors may have caused the erroneous results but this was not definitive. Mdrs associated with this event: 2122870-2011-05373, 2122870-2011-05374, 2122870-2011-05375.